Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device was discarded by the reporting facility. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the cover on the hand piece is coming loose exposing the wiring underneath.